Event description:
It was reported by the customer that a bd pyxis¿ medbank tower unable to issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower unable to issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in this incident, it was determined that the medication could not be issued. A technical support specialist (tss) advised the customer that only one order for the same item would appear at the cabinet for dispensing, and the cubex application did not display the profile order ID only the order start time. The first order received was the one expected to appear at the cabinet, and order ID appeared to be the last generated. Based on the order start time in the cubex application, it was likely that order ID was the one showing at the cabinet. The system functioned as intended after the technical support specialist investigated the issue.